Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the patient increased their fiber intake to bulk stools. Issues were resolving.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0w6zr, implanted: (B)(6)2015, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4).

Event description:
The consumer reported a loss or change of therapy. Stimulation was not felt, but it was confirmed that the therapy was on. During the call, the patient increased stimulation to where she felt it in the correct area, but she also felt it in the butt cheek. Other symptoms included feeling pain where the device was implanted in the buttock since (B)(6) 2015, increased pain when sitting, increased pain when stimulation is up, and loose/soft stool. Bowel incontinence episodes occurred on (B)(6) 2015, (B)(6) 2015, and (B)(6) 2015. The patient had back problems and was previously on linksys opioid. An appointment was set up with the healthcare provider (hcp) for the following wednesday. Cause, actions, and outcome remain unknown. Follow-up is being conducted to obtain additional information. The indications for use included fecal incontinence and gastrointestinal/pelvic floor.